Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the velcro of a bc328 infant headgear was "causing skin breakdown on the patient". The velcro was allegedly reported to have caused friction on the patient's nect and shoulder area. No further patient consequence was reported.

Manufacturer narrative:
(B)(4). The bc328 infant interface headgear was recently returned to fisher & paykel healthcare in (B)(4). Our investigation is currently in progress and we will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint bc328 infant interface headgear was returned to fisher & paykel healthcare in (B)(4) for evaluation. In addition a bc331 infant interface headgear was also returned for evaluation. Both of the returned infant interface headgears were visually inspected and the dimensions were checked to see if they were within specification. Results: visual inspection revealed no damage to the returned infant interface headgears. Furthermore, measurement of the dimensions revealed that both the infant interface headgears were within specification. A lot check could not be carried out as a lot number was not provided. Conclusion: no fault was found with the returned infant interface headgears. We are unable to determine what may have caused the problem reported by the customer. The fph infant interface headgear is designed to be used in conjunction with the fph infant interface nasal tubing, which is part of the fph infant interface product family. The fph infant interface headgear user instructions indicate in pictorial form the correct setup and use/fitting of the headgear, and state the following: - "do not over tighten the infant headgear straps." - "infant interface components may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff." The hospital reported that the velcro was creating friction on the baby's neck and shoulder area. In addition to the above statements, the user instructions inform the user to "check skin in areas underneath the head gear regularly for signs of irritation (including forehead). Ensure foam block and velcro dots are not in direct contact with the skin" during operation of the headgear. The reported event was most likely due to incorrect set up of the bc328 infant interface headgear. Since the reported incident, a fisher & paykel healthcare representative has been in contact with the hospital to provide any assistance to the hospital staff. No further complaints were received from the hospital.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the velcro of a bc328 infant headgear was "causing skin breakdown on the patient". The velcro was allegedly reported to have caused friction on the patient's neck and shoulder area. No further patient consequence was reported.